Manufacturer narrative:
Vns therapy system labeling lists infection as a potential adverse event; possibly associated with surgery.

Event description:
Reporter indicated that the pt developed an infection following a revision surgery for generator end of service. The physician believed that "the pt is rejecting the generator as a foreign body," and plans to explant the device. Unable to review MFR records to confirm the sterility of the device, because the model and serial number are currently unavailable. Good faith attempts to obtain info ruling device malfunction have been made, but have been unsuccessful to date.